Event description:
It was reported that patient presented for scheduled generator change procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited high pacing impedance. The rv lead was capped on (B)(6) 2024 and replaced with new lead. Patient condition was stable.